Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A doctor reported that after an intraocular lens (iol) implant surgery, a patient experienced severe inflammation, corneal edema and hypopyon in the right eye. Patient has been put on drops. Additional information has been requested.